Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that tip damage occurred. While the equalizer catheter was being unpacked it was noted that the tip was damaged. The device was not used and there was no patient involvement. However, device analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed no defects with the catheter shaft or tip. The balloon was inspected and found to be torn/split near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred without direct patient contact. (B)(4).